Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spondylolisthesis procedure: oblique lumbar interbody fusion (olif) level implanted: l4/5 it was reported that intra-op, the cage was installed by performing olif, but the installing position was sunk into the bone and it was attempted to remove the cage. At that time, the thread part of the cage broke, and it became unable to remove the cage from the patient's body by using inserter. Additionally, surgery performed because cage insertion by olif approaching failed so posterior lumbar interbody fusion with posterior approaching was performed. The product came in contact with the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis results: optical and microscopic examination of the implant returned for analysis identified deformation at the inserter mating face and threads are damaged. This is consistent with significant impact during attempted implantation. If information is provided in the future, a supplemental report will be issued.